Manufacturer narrative:
Device evaluation of charger/modem has been completed. The reported problem (charger won't power on) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld components u1003 and pxa component u104 on ca board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that a patient was experiencing a battery charger problem. The battery charger would not power on.